Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed per the customer photo provided, which showed the suture was broken and anchor pulled out. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 12/18/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak shuttle suture snapped in half and pulled out of the anchor and the repair suture remained. The surgeon confirmed the anchor was intact and it remained in the patient. The remaining repair suture from the anchor was passed through the labrum and fixed with a pushlock anchor to complete the case, along with a few other ar-3636 knotless fibertak anchors. This was discovered during a labral repair procedure on (B)(6) 2023. Additional information received on 12/20/2023: the case was not delayed, no additional anesthesia was needed, and the patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.